Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for an inspection, the root cause of the reported event could not be determined. However, it is likely that the needle became kinked during use which pinched the stylet, preventing its removal. The event can be detected/prevented by following the instructions for use (IFU) which state: "after sliding the stylet knob forward or backward to confirm that it moves smoothly, insert the stylet knob into the aspiration port until it stops." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that while using the single use aspiration needle during a lung biopsy, the biopsy collecting wire that was connected to the stylet was falling off. The stylet wire was coming off in the stylet knob, and falling off into the patient. They were able to "get it back." Two needles were required to complete the procedure. Additional information was requested regarding the event and outcome multiple times, but was not received.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.